Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that it was difficult to irrigate the farawave pulsed field ablation catheter. During a procedure to treat atrial fibrillation, the flush line on the catheter was blocked and a blocked alert was triggered. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that it was difficult to irrigate the farawave pulsed field ablation catheter. During a procedure to treat atrial fibrillation, the flush line on the catheter was blocked and a blocked alert was triggered. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.